Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient sent a transmission for an ¿alert¿; however, upon review no alert was seen. The cause of this diagnostics issue was unknown. The patient was last seen in clinic one day prior on (B)(6) 2019.